Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter occupation: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in belgium that during an unknown surgery on an unknown date, it was observed that the coolpulse 90 electrode with hand controls device had no suction. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the vapr clplse90 electrode w hand cntrls was received and evaluated in the laboratory. Visual inspection of the device revealed that it was not received in its original packaging. The suction tube shows saline residues. The electrode tip appears to have a black spot. There appears to be biological residues along the device. A blue tape was found along the device cable and suction tube. Finally, the electrode shaft, handle, buttons, cable and plug did not show any signs of damage. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Upon visual inspection of the device, the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and tissue debris around the active tip and in the suction port. Impact damage on large portion of the shaft heat shrink. No visible damage to the device shaft, handle, cable or plug. No anomalies were found during the electrical test. The flow test was failed; therefore, the suction failure was further investigated, and the flow restriction was caused by a build-up of tissue debris. A DHR review has been performed for the complaint device lot number u2104023; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no containment or correction action related to the individual complaint is required. From our investigation we were able to confirm the customer report that the electrode had no suction with the returned device. The device was found to fail flow specifications due to a build-up of tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.